Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose 127 mg/dl and went back up to 134 mg/dl and the insulin pump went to 123 mg/dl but during the night between 320 mg/dl to 530 mg/dl. It was unknown that the auto mode features was active or not. The insulin pump will not be returned for analysis.